Event description:
It was reported that the right ventricular lead was oversensing the atrial p-wave creating crosstalk. The plan was to reprogram the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 5076 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was out of range high with highly variable max v-pace bi impedance is noted varying from 551 ohm and 1368 ohm beginning the week (B)(6) 2011 through (B)(6) 2012. Also, there was a patient alert for out of tolerance sub-threshold lead impedance alert registered on (B)(6) 2011.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.